Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer received a motor error alarm. It was also mentioned that the customer had an occlusion. No troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.